Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels read high (> 400 mg/dl) while wearing the pod. The patient reports having a headache. The patient reports their continues glucose monitor was unable to pair with their pod even after they had reentered the numbers and applied a new continues glucose monitor. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was in the hospital overnight.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone17.3. Cgm sensor type: g6.